Event description:
An issue was reported involving an alarm 2 followed by alarm 26, with an occlusion event occurring earlier in the day. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resumed insulin use, with no additional assistance deemed necessary, leading to the case being closed by technical support.